Manufacturer narrative:
Date sent to FDA: 11/17/1998.

Event description:
Customer reports that suture broke during open heart surgical procedure. There are no reported adverse consequences to the pt related to this event.